Event description:
During a laparoscopic cholecystectomy. The first er320 spit clips out of the jaws. The second er320 worked fine until the surgeon placed a clip around a metal catheter to hold it in place in the duct. The clip formed on the catheter, but the next clip would not seat in the jaws properly. A third er320 was opened to complete the case. Only the second instrument is being returned. There was no consequence to the pt. 1/24/97 1115 surgeon not available. Receptionist stated surgeon spoke to ees few days ago and doesn't remember anything about the reported event since it was 3 months ago.